Event description:
Was using edema pump for second or third time and started having chest pain and choking on blood about 15 minutes into the therapy. My wife had to come pull it off my legs within five minutes. I had a stroke later I found out that lane compression is contraindicated for heart failure patients. No one told me this when I was prescribed this thing.